Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a quarter sized balloon at the top of the pump segment. The pump module alarmed for occlusion and upon opening the pump module door the balloon was noticed ("almost ready to burst"). The customer states the balloon has shrunk in size since the initial incident. There was no report of patient harm or medical intervention occurred. No further patient/event information was provided.